Manufacturer narrative:
Device passed displacement test. Device received with cracked reservoir tube lip, stained end cap sticker and stained address/serial number label. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the cartridge was not always secure and difficult to lock into place. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.